Event description:
End user called to complain of a low result with the calibration test. Trouble shooting by phone confirmed this. The device was replaced and the defective one returned for investigation.